Event description:
It was reported that a pump declared alarm during the loading process. There was no reported adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in properly loading a new cartridge and was able to successfully resume insulin therapy.